Manufacturer narrative:
(B)(4). A flexiva 200 tractip laser fiber was received for analysis. Visual examination of the returned device revealed that the exposed glass fiber tip measured 3.0mm and appeared used. Examination under magnification revealed that the tip face is consistent with normal degradation. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face to illuminate it. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis versapulse powersuite 100w console with settings of 0.8j/40hz. According to the complainant, during the procedure, the laser fiber stopped working after five minutes of use. The procedure was completed with another laser fiber. There were no complications reported as a result of this event. The patient was reported to have no problems at the conclusion of the procedure. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.